Manufacturer narrative:
Device details were not made available at the time of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device however this has not occurred as of the date of this report.